Event description:
Same case as MDR ID: 2134265-2014-07188. It was reported that a stent dislodgement occurred. The target lesion was located in the saphenous vein graft to the right coronary artery (rca) distal to the previously placed unspecified size taxus stent that was implanted in 2010. A filterwire ez was advanced and deployed distal to the lesion. A 4.00x28mm promus premier¿ stent was selected; however the device was unable to cross the previously implanted stent. Upon removal of the sds, it was noted that the stent came off. The filterwire ez¿ was then retracted and captured the dislodged stent. It was also noted that during withdrawal, the filterwire ez¿ caught the previously implanted stent. All devices were able to be snared and removed from the patient¿s body. The vessel was rewired and the procedure was successfully completed with the implant of an unspecified stent. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned without its packaging. The protection wire was returned inside a pouch along with a snare device. The delivery sheath and the retrieval sheath were not returned. During the visual and microscopic examination of the device, the radiopaque distal tip of the protection wire was found curved, wavy and had been stretched approximately 1cm on its proximal portion. A stent was found attached to the protection wire at the filter bag area. The filter bag was found severely damaged and ripped. The protection wire was found kinked approximately at 25cm, 152cm and 162cm, when measured from the distal tip of the protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07188. It was reported that a stent dislodgement occurred. The target lesion was located in the saphenous vein graft to the right coronary artery (rca) distal to the previously placed unspecified size taxus stent that was implanted in 2010. A filterwire ez was advanced and deployed distal to the lesion. A 4.00x28mm promus premier¿ stent was selected; however the device was unable to cross the previously implanted stent. Upon removal of the sds, it was noted that the stent came off. The filterwire ez¿ was then retracted and captured the dislodged stent. It was also noted that during withdrawal, the filterwire ez¿ caught the previously implanted stent. All devices were able to be snared and removed from the patient¿s body. The vessel was rewired and the procedure was successfully completed with the implant of an unspecified stent. No further patient complications were reported.

Manufacturer narrative:
(B)(4).